Manufacturer narrative:
H3: root cause findings: the reported problem was confirmed through the events log but not duplicated during functional check.

Event description:
Additional information received indicates that the unit was returned for further investigation.

Event description:
It was reported to vyaire medical that the ventilator was not delivering volumes to patient, no patient harm.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.